Event description:
During the atrial fibrillation procedure, after the introducer was inserted into the patient, air was aspirated. While using hands to block the introducer hemostasis valve and performing aspiration, no air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.